Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3000 ohms. In addition, stored atrial tachy response (atr) episodes exhibited respiratory rate trend (rrt) sensor noise and oversensing on the ra lead. In addition, there was also a suggestion of ra loss of capture. The patient was noted to have intrinsic conduction in both the ra and right ventricular (rv) chambers occasionally. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) how the out of range impedance can allow for rrt noise and oversensing. Ts also provided guidance to consider bringing the patient into the office to program off the rrt sensor and evaluate the ra lead, including a possible x-ray. Subsequent information from the same hcp indicated the ra lead is fractured and as a result, the associated implantable cardioverter defibrillator (ICD) device was programmed to a ventricular-only pace and sense mode. Ts explained to the hcp that the ICD device tones were due to the high out of range ra pace impedance measurement. The hcp noted they could not program off the ra sensing at the last patient visit. Ts discussed where this is located in the device settings and recommended to program this off when the patient comes back into the office to have the device tones programmed off. Ts explained that programming off ra lead sensing will prevent inappropriate signal artifact monitor (sam) episodes due to the ra lead noise caused by the lead fracture. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.